Event description:
The customer contacted baxter's technical service center to report a high drain alarm on the homechoice (hc) machine during use, patient not connected. (A high drain alarm is indicative of an iipv situation. This alarm indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume in standard mode.) The registered nurse (rn) stated the home patient (hp) had not used the homechoice (hc) in weeks and wanted to get around the alarm to assist the hp in the setup process. The rn did not want to swap. The baxter technical service representative (tsr) assisted the rn. The homechoice (hc) was operational and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device or additional relevant information become available, a supplemental MDR will be submitted.